Event description:
Literature was reviewed regarding ¿the impact of diabetes mellitus and metformin use on outcomes after endovascular aneurysm repair¿. The time frame of this study was over a ten-year period. Multiple manufactures stent grafts were implanted included medtronic endurant stent grafts. The aim was to study the influence of diabetes mellitus (dm) and metformin treatment on aneurysm sac remodeling after endovascular aneurysm repair (evar). 529 patients were included in the study. The following adverse events occurred: infection, renal dysfunction, fever, pulmonary complications, cardiac complications including myocardial infarction, angina, atrial fibrillation, aneurysm enlargement, intervention no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿the impact of diabetes mellitus and metformin use on outcomes after endovascular aneurysm repair van merrienboer, t.a.r.; warlich, v.; holewijn, s.; driessen, w.; yeung, k.k.; reijnen, m.m.p.j. Journal of clinical medicine. 2025, 14, 295. Https:// doi.org/10.3390/jcm14010295. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.